Manufacturer narrative:
Evaluation of the returned px slim confirmed a fracture on the proximal end. If the device is torqued against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. Further evaluation revealed ovalizations along the distal end of the catheter. This damage was incidental to the reported complaint and likely occurred due to the device being torqued during the procedure as mentioned in the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-004891. Section d. Box 4. Unique identifier.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a px slim delivery microcatheter (px slim) and a non-penumbra catheter. During the procedure, the physician introduced the px slim into the target vessel and while attempting to torque the px slim to select the target vessel, the physician was unable to torque the px slim. Therefore, the px slim was removed. Upon removal, the physician noticed that the px slim was fractured at the proximal end. The procedure was completed using a non-penumbra microcatheter and the same catheter. There was no report of an adverse effect to the patient.